Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that a critical alarm occurred for low battery reset. The rep stated that the date the hcp believed this state occurred was (B)(6) 2017. But the rep was not sure because the hcp reported a refill occurred (B)(6) 2017 and it was noted the elective replacement indicator (eri) was 12 months. The rep stated the pump was not replaced as far as he knew because the patient did not find the therapy helpful.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-may-30. It was reported that as an action/intervention to resolve the low battery reset, the pump was left in safe state. The cause of the low battery reset was not determined. The patient was on a high dose with intermittent boluses. In regards to the "patient did not find the therapy helpful," the hcp stated this was not an accurate statement. Per the hcp, the patient's family and care facility did not note a significant change in the patient' status. The low battery reset/patient did not find the therapy helpful was resolved and the pump was left in safe mode.